Event description:
Pt underwent replacement of failed cemented hip replacement of right hip. Discharged from rehab. Pt readmitted two months later for infection of r hip. Pt discharged 8 days later. Pt readmitted 18 days later for removal of hip replacement. Pt had pancreatitis on admit. Pt had acute & chronic renal failure & went on to develop adult respiratory distress syndrome. Pt expired.